Event description:
It was reported by the customer's father that the customer had a crack on the insulin pump. Customer's blood glucose level was 80 mg/dl. Customer's father stated that it was hard to read the screen, but the pump was functioning. Insulin pump will need to be replaced. Customer's father was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer's father stated that the pump seems to be working fine. No further assistance needed.

Manufacturer narrative:
Findings: cracked reservoir tube lip and minor scratches on display window noted during visual inspection. Cracked and bleeding lcd glass noted.